Event description:
The customer reported the backup battery broken if a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement.